Event description:
Customer reported: "patient was brought into the operation room at 0733. For this surgical procedure an arterial line was needed to be placed in order to monitor pressures. At 0800 an arterial line being placed by anesthesiologist at the time was attempted. However, as the arterial line wire was being pulled out of its tubing, it got kinked or bent within its plastic catheter. This malfunction in catheter/needle sheath caused the arterial line to be compromised, hand surgery, cardiology were consulted. Hand surgeons dr. (B)(6)/dr. (B)(6) both came in, and then were able to remove the bent catheter wire by surgical intervention.". It was reported the wire did not break off in the patient. No further consequence was reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
Customer reported: "patient was brought into the operation room at 0733. For this surgical procedure an arterial line was needed to be placed in order to monitor pressures. At 0800 an arterial line being placed by anesthesiologist at the time was attempted. However, as the arterial line wire was being pulled out of its tubing, it got kinked or bent within its plastic catheter. This malfunction in catheter/needle sheath caused the arterial line to be compromised, hand surgery, cardiology were consulted. Hand surgeons dr. (B)(6) /dr. (B)(6) both came in, and then were able to remove the bent catheter wire by surgical intervention.". It was reported the wire did not break off in the patient. No further consequence was reported.

Manufacturer narrative:
(B)(4). The customer returned one ra-04122 arterial catheterization device for analysis. Evidence of use was observed inside the needle hub and guide wire tubing. It was noted that the guide wire was fully deployed through the needle cannula. The catheter hub and body were also partially deployed off the cannula and the catheter body was separated. Visual analysis revealed that the guide wire was completely deployed through the needle cannula and the exposed portion of the guide wire was deformed in several locations. The body of the catheter was separated adjacent the catheter hub with the separated portion advanced over the exposed guide wire. The separated portion for the catheter displayed and accordion effect and was crimped and deformed around the guide wire and distal bevel of the needle cannula. The proximal portion of the catheter (including the hub) remained on the needle cannula and the separation point in the body was smooth and angular. After the catheter was completely deployed off the guide wire, visual and microscopic examination revealed several locations of offset coils on the guide wire. The distal weld was present with no evidence of unraveling of the guide wire. The length of the guide wire measured 4 9/16", which is within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle product drawing. The guide wire outer diameter measured 0.387mm, which is within the specification limits of 0.381mm-0.404mm per the guide wire product drawing. The catheter outer diameter measured 0.0365", which is within the specification limits of 0.035"-0.037" per the catheter extrusion product drawing. The catheter body inner diameter at the proximal point of separation measured 0.027", which is within the specification limits of 0.027"-0.029" per the catheter extrusion product drawing. The outer diameter of the needle cannula measured 0.0255" , which is within the specification limits of 0.0250"-0.0255" per the cannula product drawing. The inner diameter of the cannula measured 0.017", which is within the specification limits of 0.0165"-0.0180" per the cannula product drawing. Note: to measure the needle cannula inner diameter the guidewire was withdrawn back into the needle which resulted in further damage/unraveling. After the guide wire was retracted back into the needle cannula, a lab inventory guide wire with a diameter of 0.015" was inserted through the proximal end of the needle cannula. Little to no resistance was encountered as the guide wire passed completely through the cannula. Performed per the IFU statement , "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". R & d were contacted as part of this complaint investigation. Their feedback indicates that the appearance and locations of the damage to the catheter and guidewire are consistent with unintentional use error during an attempted insertion of the device. A device history record review was performed on the guide wire, needle and catheter, and no relevant findings were identified to suggest a manufacturing related issue. The IFU provided with the kit informs the user, "to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel". The IFU also states, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The IFU also states, "do not reinsert needle into catheter; doing so may result in patient injury or catheter damage". The report of swg kinking during use was confirmed through complaint investigation of the returned sample. The guide wire was completely deployed out of the needle cannula and the exposed portion was deformed with offset coils in several locations. It was also observed that the catheter body was had separated with the separated portion crimped over needle bevel and exposed guide wire. Despite the damage, the catheter , guide wire and needle met all relevant dimensional requirements, and a device history record review was performed with no findings to suggest a manufacturing related issue. Based on the appearance of the damage observed and the customer report that the damage was observed during use, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.